Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the battery's storage condition of a cs100 intra-aortic balloon pump (iabp) has deteriorated. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Event description:
It was reported that before use, the battery's storage condition of the cs100 intra-aortic balloon pump (iabp) had deteriorated. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer evaluated the iabp unit and was able to re-produce the reported issue. To address the issue, the batteries were replaced, and the iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use, the battery's storage condition of the cs100 intra-aortic balloon pump (iabp) had deteriorated. There was no patient involvement, and no adverse event reported.